Event description:
Related manufacturer report number: 2017865-2023-24834. It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Fluoroscopy confirmed dislodgement. During atrial lead revision, the right ventricular lead also dislodged. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.